Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite. The interface (umbilical) cable was found to have a broken wire in the male end. The representative replaced the cable and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect cable was returned to the manufacturer for evaluation and confirmed the reported issue. The mobile view station (mvs) cable interface failed bench testing and gbit testing. There was an open between pin #1 and pin #2. Visual inspection and continuity testing passed.

Event description:
A site representative reported that, while in a procedure, the imaging system experienced a frame rate error. It was not possible to take images with the system. There was no impact on the patient outcome. No additional information is available.

Manufacturer narrative:
Additional information: patient information received.